Manufacturer narrative:
On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: same-day revision in a tha on a male patient of (B)(6), with contralateral tha. Revision due to femoral cracking in correspondence to the tip of the stem. It should be imagined that the crack occurred during femur preparation at surgery. This is a known, possible complication of tha, no reason to think that it was originated by a faulty device. Batch review performed on 26 july 2016. (B)(4).

Event description:
Upon inspection of post-operative x-ray, a fracture on the femoral shaft appeared around the distal portion of the stem.